Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had burning and stinging at the ins site following a fall. Rep met with patient and took impedances which were showing a green check. They turned off therapy and the burning/stinging sensation faded away. Discussed trying other programs to see if burning is related to all programs or just the main program is using. Consider taking x-rays to check ins/lead connection. They are going to leave stim off for a couple weeks to let the ins site heal and swelling to go down and then see how things feel when stim is turned on.